Event description:
Pt was undergoing a genioplasty surgery, while drilling holes for screws to secure plate on bone the drill bit was noted to bend and caused the drill to whip out of control. While the drill bit was whipping out of control it struck the pt's upper lip causing a laceration. The wound was noted to be just through the skin and mucosa and not involving any underlying muscular layers. The wound was closed with sutures.